Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-nov-2019 with the following findings: a review of the pump¿s black box and alarm history showed no cs 064 call service alarms. The pump information from the date of the event has been overwritten due to continued use of the pump. During testing, the pump was powered on with no alarms. The pump rewind, load and prime steps were performed successfully. The pump was exercised for 12 hours with no call service alarms occurring. The complaint of a call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging that the pump emitted a cs 064 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.